Event description:
--

Event description:
Boston scientific received information that difficulty was experienced removing this right ventricular (rv) lead from the device header. The lead was surgically abandoned and replaced. The device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the ventricular retainer ring was bent. The tip of a wrench was broken off below the retainer ring. Additionally, the lead was still attached to the device. The lead was removed from the device without difficulty. The damage to the setscrew was consistent with damage caused during the explant procedure.